Event description:
The reporter indicated that a system diagnostics test at a routine follow up visit revealed high lead impedance. Follow up with the treating physician and surgeon revealed that there is no believed cause for the high impedance event. The patient was asymptomatic. The lead and the generator were explanted and a new vns system was implanted. Follow up with the explanting hospital revealed that the explanted products were discarded and will therefore not be returned for analysis.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death or serious injury.